Event description:
Lumbar catheter was sheared off about 2cm. The pt has an existing infection, that is why the sheared portion of the drain required removal. The drain did not cause the infection.

Manufacturer narrative:
The device has not been returned to MFR.